Event description:
It was reported by the customer through emergency support program that the cardiosave intra aortic ballon pump had gas loss alarm. Nurse troubleshot this by removing the helium tubing from the pump and pressing the start button. Nurse verified there was no blood, discoloration or flakes in the helium tubing and that all connections were secure. Esp personal requested nurse press the iab fill key for 2 seconds which resolved the alarm. He reported the patient was on the ventilator with a peep of 8 and was being suctioned frequently. Esp personal reviewed the nature of the alarm and stated the gas loss alarm was likely triggered by the above clinical factors. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). It was reported by the customer through emergency support program that the cardiosave intra aortic ballon pump had gas loss alarm. Nurse troubleshot this by removing the helium tubing from the pump and pressing the start button. Nurse verified there was no blood, discoloration or flakes in the helium tubing and that all connections were secure. Esp personal requested nurse press the iab fill key for 2 seconds which resolved the alarm. He reported the patient was on the ventilator with a peep of 8 and was being suctioned frequently. Esp personal reviewed the nature of the alarm and stated the gas loss alarm was likely triggered by the above clinical factors. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (component codes), h11 (full initial rep name: (B)(6).

Event description:
N/a.